Event description:
Same case as MDR#2134265-2012-05607. It was reported that during preparation for a treatment procedure, a catheter crack was observed. The 7/110/2.5/8-8 blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was a clear crack through the outer insulation at the "pin hole" just below the distal tip transition from mid shaft. The 7/110/2.5/8-8 blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was an irregularity in the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed damage (ripping in the catheter shaft) in the torque hole. According to (B)(4) test results the failure occurred due to a bending overload. In order to reproduce the failure found in the device involved on this complaint, a bending overload was applied over a control sample with no evidence of cracks over the torque hole boundaries; then the failure was analyzed and compared with the test sample (complaint), both failures (test sample and control sample) showed elongated material on the initiation site with a symmetrical pattern. Moreover, the returned device was dissected and the steering wires were encountered kinked. Therefore, it is more likely that an excessive bending force was applied to the device during preparation causing the damage found in the device. No materials anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR #2134265-2012-05607. It was reported that during preparation for a treatment procedure, a catheter crack was observed. The (B)(4) blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was a clear crack through the outer insulation at the "pin hole" just below the distal tip transition from mid shaft. The (B)(4) blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was an irregularity in the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.